Event description:
The consumer reported that the patient had hand surgery on (B)(6) 2016. The patient's implantable neurostimulator (ins) was turned on before the surgery so the patient turned it off, but now after surgery the patient programmer showed end of service (eos). It was unknown if there was an allegation or dissatisfaction with ins longevity. No symptoms were reported. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
On (B)(6) 2016 it was stated that the eos was resolved by replacing the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.